Event description:
It was reported that the battery housing opened during a surgical procedure. The battery did not fall into the surgical site. There was no delay in the procedure. There is no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The housing assembly has not yet been received at the manufacturer for testing. A non-conformance was opened in the CAPA process to address this issue. Continued testing to determine a root cause of the event will be performed and tracked in this non-conformance. The issue will be monitored and reviewed in accordance to the CAPA procedures, and if any corrective actions are required they will be captured and initiated through this process. A follow-up report will be submitted when the root cause has been determined.